Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that a test lead was inserted into all ports and all setscrews were tightened to one click using medtronic torque wrench. All setscrews held and secured their leads. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, when the physician went to unscrew the setscrew to reinsert the lead in the header, it was not possible as the screw seemed to be fixed damaging the torque. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was also collected from the device, analyzed, and no anomalies were found.